Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation a definitive root cause could not be determined. However is likely that coating at insertion section peeled off, was due to applying the following stress to the insertion section: physical stress such as by rubbing/ hitting the insertion section. Chemical stress from reprocessing not recommended by instruction for use (reprocessing manual). Stress from inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.). The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling off coating, holes, sagging, transformations, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable findings documented in b5, non-reportable findings are as follows; bending section cover was perforated; bending section cover glues wore out; and there was water invasion traces in the video connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited peeling from the coating of the connecting tube. There was no patient involved.